Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of occlusion on 29-jul-2024, which caused the blood glucose level to rise to 900 mg/dl, leading to hospitalization. The patient was treated with a correction bolus via pump before hospitalization, and then with intravenous fluids consisting of saline and insulin in the hospital. As of the report, the patient had not been released from the hospital. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.